Event description:
The customer reported that during use of this handpiece in a total shoulder arthroplasty on (B)(6) 2012, the small lever that holds the drill bit in place had dislodged and no longer attached to the drill. The lever was found in the patient's shoulder and was retrieved. However, the two small screws that hold the lever in place could not be found. X-ray revealed that small metallic density could be seen overlying the proximal right humeral shaft. Attempt to retrieve/remove the screw was unsuccessful. The surgeon elected to leave the small screw in the patient's shoulder, as it would cause more harm to the tissues in trying to remove it. Aside from the one-hour delay to performed x-ray and attempt to remove the metallic density, the case was completed with no further complication or adverse effects noted.

Manufacturer narrative:
Device manufacture date could not be found. This device was manufactured by 3m prior to the acquisition by linvatec in august 1999. Evaluation findings: an evaluation of the return handpiece confirmed the reported problem. Upon initial inspection found the screws, which hold the bur release assembly to the housing, and the bur release assembly itself were both missing. Service records indicated that this unit was last service/repair on (B)(6) 2011. Multiple problems were found at that time, which included the following: the brake was worn and stuck inside the body, the collet was corroded, the rotors, nozzles, and bearings were worn. In addition, the bur release and safety lever were loose. It is believed during the last repair, the screws may not have been fully seated. A review of the work instructions revealed that there is no loctite or torque requirement, only hand tightening of the screws performed during assembly/repair of the loose bur release lever. Discussion with the sr operator revealed that it was difficult to screw in the small screws in the order of assembly that currently exists. The procedure states to attach the bur release assembly to the upper housing before attaching the upper and lower housing. The upper housing is round and makes it difficult to hold the housing securely while screwing/tightening the screws. Based on this finding, a plan to improve the re-assembly process is being implemented in adding to the procedure instruction that the two housings be mated together prior to screw being tightened. The bottom housing has a flat surface, which makes it easier to secure the device and will assist the operator when screwing in the screws to ensure a secure tight fit. In addition, training has been provided to the appropriate service/repair operators.